Event description:
Patient with a right ulna fracture was treated with a 6-hole one-third tubular plate and six screws on (B)(6) 2013. The patient went to nonunion and the plate broke at the fourth hole. The patient was returned to the operating room on (B)(6) 2013 for removal of broken hardware and revision to another plate and bone graft. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Part number 241.361 made on work order (B)(4) and lot number 7278749 had no ncrs. Material 7035133 from which these parts were made had no ncrs and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. Placeholder.